Event description:
The customer reported that when they were ready to begin surgery, a footswitch advisory displayed. The company technical support specialist assisted with troubleshooting the system with the customer. The customer reseated the cables and rebooted the system. The same system message displayed. The system was switched out and the next system also displayed the same system message. The incision had been made. The patient was transferred to another facility to complete the case. The following case was cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the systems and confirmed the system message reported. The footswitch pcb's, footswitches, and cables were replaced and sent for in-house testing. The systems were then tested and met all product specifications. The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)